Manufacturer narrative:
(B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: questions: what is the event day? What is the procedure date? Could you please provide product code? Could you please provide lot number? Device return foll. Answers: I don¿t have the code: I need you to send shipper kit to contact so they can add device since I am not allowed to go in the date was (B)(6) 2020.

Event description:
It was reported that the patient underwent an unknown surgery in 2020 and unknown suture was used. It was reported that during the procedure closing oaf peritoneum, the needle broke off. Another like suture/needle was used to complete the procedure. There were no patient consequences reported.